Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Connection cut during examination, black screen as if the endoscope had been disconnected. Leakage during bronchoalveolar lavage between the root brass and the insertion tube. Angulation is rigid. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: type of report: follow up #1. It was fluid entered the endoscope via the operation channel during suctioning. This could cause the image black out and led to the leakage of fluid coming out of the control body. Nobody has been hurt. We confirmed that in the course of the detailed investigation of the affected device it was established that the same has been assembled in full alignment with the requirements. If additional information becomes available, a supplemental report will be filed with the new information.